Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drugs being delivered were baclofen (unknown) and dilaudid (hydromorphone), both with an unknown dose and concentration. The reason for use was non-malignant pain. The patient reported they were "hurting before the MRI in my lower back for about a month (2019), but after the MRI which was wednesday ((B)(6) 2019) it¿s been hurting even more and I can¿t sit or stand or walk, and I can¿t sleep and I believe the pump is not putting out any medication so the doctor said to go to the ER." The healthcare professional (hcp) told him to get the manufacturer¿s representative (rep) to meet him there. He says, "it¿s not an overdose, if anything it¿s underdose, I have never had pain like this in my life.¿ possible withdrawal after the recent MRI was reported. There were no interventions mentioned. The situation is being addressed by the hcp. During the call it was reviewed that they rep would be emailed and ask them to call the patient. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jul-31. It was reported that the pump was interrogated yesterday by the rep, but they did not leave any documentation. Caller wants to know the dosing and if the pump is working. There were no further complications reported/anticipated.